Manufacturer narrative:
The investigation determined that a patient sample was aspirated from an unintended tube/cup when processed using a vitros 5600 integrated system. Subsequently, the sample was potentially dispensed into an unintended tube/cup. The investigation identified a software anomaly associated with a specific sequence of events, which allows aspiration of a sample from an unintended tube/cup and/or return of an aspirated sample into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient's condition and could lead to inappropriate intervention with the potential for serious injury to the patient. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c.

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 integrated system. Subsequently, the sample fluid was potentially dispensed into an unintended tube/cup on the sample tray. Undetected sampling from, or dispensing into, a tube/cup other than the intended could lead to the generation and reporting of a test result, or series of test results, which do not reflect the patient's condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. Ortho has contacted the customer to inform them of the event. The customer concluded the results appeared to be as expected and no corrective action needed to be taken. However, it cannot be concluded that patient sample results were not affected, or would not be affected if the event were to recur undetected. There were no reported allegations of actual patient harm as a result of the event. (B)(4).